Event description:
It was reported that a user experienced persistent high blood glucose of 401 mg/dl with multiple infusion set occlusion alerts while using an ilet system, which only resolved after an infusion set and tubing change while reusing the same cartridge. Upon removal, the prior cannula was found bent. Customer care provided assistance that included customer support troubleshooting, infusion set replacement, and verification of insulin delivery resumption. Investigation of this case revealed a bent cannula consistent with an infusion set occlusion that impeded insulin delivery. No symptoms associated with hyperglycemia reported. Outcomes included continuation of insulin therapy after set replacement and shipment of replacement supplies. It was concluded that the event was related to an infusion set issue, and the site was considered viable after replacement and education were provided.